Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation summary: with all available information, boston scientific corporation did not confirm the reported event of stent failure to deploy, the stent was successfully deployed during functional inspection, although a delayed expansion was observed. Stent expansion rates can be negatively affected by several external factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. It was also mentioned that all stent sizes can vary in expansion rate due to compression during loading. Larger diameters need more compression, smaller ones less, but any size can be affected. Extra compression may cause a temporary smaller opening than specified, leading to slower initial expansion until the stent reaches its intended shape. It was reported that the axios stent was intended to be placed to treat strictures during an endoscopic ultrasound (eus). However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat strictures. Device history records (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was returned for analysis. Visual inspection confirmed that the stent was fully covered and undeployed. Functional testing was performed. The catheter lock was disengaged, and the catheter control hub was actuated. The catheter passed through the luer with resistance. The stent hub was advanced to the second and fourth positions of the deployment steps, resulting in a successful stent deployment. However, a delayed expansion of the stent was observed. The stent gradually expanded over time and ultimately achieved full expansion. Labeling review: a labeling review was performed and, from the information available, the device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with failure to deploy and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent experienced deployment difficulties. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat strictures during an endoscopic ultrasound (eus). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat strictures.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent experienced deployment difficulties. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with failure to deploy and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent experienced deployment difficulties. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.